Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 56-year-old male patient, the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was not replicated. The device was put through extensive testing without duplicating a fault to the device. The device logs were reviewed and indicated there was poor contact between the patient and defib pads, including multiple defib lead off messages and high patient impedance readings. The customer described the patient as being hairy and sweating, and were able to continue the event once ECG was reestablished. The device was recertified and returned to service. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Analysis of reports of this type has not identified an increase in trend.